Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient's sibling called to report that the patient has had total bladder incontinence for the last year and a half and that, while the trial helped the patient by reducing their symptoms by 95%, the permanent implant hadn't helped at all and wasn't working. The caller then stated that maybe it helped a little for the first week or so but a couple weeks later the patient had gone to sit on a chair and entirely missed the chair and the patient fell right on their butt and they had to be admitted to the hospital maybe in the last week of (B)(6) or in the first week of (B)(6)2023, where it was determined the patient had a-fib. The caller stated the patient had to have spinal surgery and was then in rehab and also developed a uti. The caller stated they'd brought the patient back to the hcp office to meet with the hcp's physician's assistant (pa) 4 times so far, but the pa just looked down and made a change to a program and told them to try that setting for a week. The caller stated the pa also told them to potentially try different settings at night versus during the day because the patient's position could affect the patient's symptoms. The caller described the patient's symptoms as "it just goes in the mouth and out the bladder" and that they had been reading online and in medical journals and they were worried about the lead not being "connected to the body." The caller stated they had read about leads migrating and was concerned if the lead was even "connected" since the fall, surgery and the patient's rehab. The caller stated they brought this up to the pa but the pa "dismissed" this suggestion. The caller stated the patient was disabled so wasn't very communicative and wasn't able to really specify where they were feeling the stimulation but noted the patient got a sensation when the pa made an adjustment like they had to have a bowel movement on certain programs. Patient services reviewed therapy expectations as well as stimulation and programming considerations with the caller. The caller stated the patient had an appointment with the hcp on (B)(6)2023. Patient services reviewed with the caller to discuss their concerns with the hcp at their appointment. The caller indicated they were currently trying to turn the therapy off for a bit and then they would turn the therapy back on after awhile to see if that helped but noted they hadn't tried every program yet. Patient services reviewed with the caller to discuss the programming considerations with the hcp and if the hcp determined it was needed, the hcp could also page a rep to be at their appointment. The caller also stated they called the medtronic representative when the patient was in the hospital to inquire about MRI settings. The caller stated they would call the rep after hours sometimes as well and even asked the rep what settings the patient had been on during the trial which the rep had told them but the caller could not really state what information about the patient's symptoms or the caller's device concerns the rep was aware of. Additional information was received from a manufacturer representative (rep). The rep reported that the patient's lead had not disconnected. The pa ran an impedance check yesterday, (B)(6)2023, and everything was within normal limits. The patient is getting x-rays to look to see if the lead has since migrated and is returning back to the office on (B)(6)2023. The rep indicated the e-mail contact was the first time they were notified of this issue. They also clarified that by "device not working" patient was referring to the lack of symptom control. Issue was not caused by normal battery depletion. The cause of the issue was noted to be "unknown-if lead has migrated will know by (B)(6)2023". The rep indicated that the patient's fall they experienced right after surgery was the likely cause of the issue. The rep indicated that this is the first the patient has been to the urologist since all previous issues mentioned. Patient has been in rehab and hospital for other diagnosis. Their next appointment will be (B)(6)2023 and dr should uncover any issues and discuss next steps. The issue has not yet been resolved. The fall's affect on the implant was undetermined but it was noted that they landed on their bottom and back.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2nzrn implanted: (B)(6)2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.